Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2016. The original surgery was on (B)(6) 2016. The revision surgery was due to patient falling and subsequent broken distal femur. During the revision the original ultra tibial insert cs size 3 x 12mm was revised to a smaller tibial insert cs 3 x 11mm.